Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emits beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emits beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information received advised this ICD was explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emits beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information received advised this ICD was explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported.